Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 370 mg/dl while wearing the pod between 36 and 48 hours. In addition the pod failed to adhere and reportedly the cannula had become dislodged from the infusion site (back), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed on the adhesive pad or the adhesive pad's welds. During the investigation, the soft cannula measured the correct full length according to specification and did not appear damaged. Fluid did not initially flow through the fluid path. The hard cannula was determined to be the source of the blockage. After running a soldering iron tip along the hard cannula to clear the blockage, fluid flowed through the entire fluid path. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.